Event description:
The customer reported the system did not hold its settings, and shut down, there were three cases cancelled.

Manufacturer narrative:
The company service representative evaluated the system and found it met product specifications. No error codes were detected. A review of the complaint history indicates that there have been no additional complaints related to the reported event. A trend review indicates that there have been no adverse trends associated with the reported event. The root cause of the reported shut down can not be determined. This report mailed in to FDA on: 11/21/2007.